Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra stent referenced is being filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with an 80% stenosed lesion within the proximal left anterior descending (lad) coronary artery. Pre-dilatation was performed and a 2.5x48mm xience xpedition (1070250-48, 7120741) and a 3.5x12mm xience sierra (1500350-12, 8111541) stents were implanted. There was no device malfunction and timi flow iii with 0% residual stenosis was observed. On (B)(6) 2020, the patient presented to an outpatient clinic with angina. Myocardial scintigraphy was performed with negative results. On (B)(6) 2020, diagnostic angiography and the fractional flow reserve (ffr) of the lad was performed. Ffr lad was 0.78 and in-stent restenosis with hyperemia was diagnosed with both lad stents. Reportedly, there was no device malfunction and no treatment was provided. A coronary artery bypass graft is a possibility in the future. No additional information was provided regarding this issue.